Manufacturer narrative:
Hagedorn mn, bischoff ms, skrypnik d, peters as, böckler d, meisenbacher k. 2026. Spot-stent grafting revisited ¿ mid-term results of the treatment of stanford type b aortic dissection and intramural haematoma. Vasa: 1-8. Doi:10.1024/0301-1526/a001279. A1: patient initials were used for the identifier; limited information was provided for the patient details. H6, currently, there is ongoing communication about the event. No preliminary results are available yet. The device remains implanted; therefore, the product evaluation could not be performed. Annex e: code 'e0523' was not submitted because it could not be selected in the electronic form. No other replacement e-code was found. False lumen perfusion led to the event. Annex f: code 'f30' was not submitted because it could not be selected in the electronic form. Disease progression was found post-procedure. It could not find other matching f-code(s) for the reported event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Hagedorn mn, bischoff ms, skrypnik d, peters as, böckler d, meisenbacher k. 2026. Spot-stent grafting revisited ¿ mid-term results of the treatment of stanford type b aortic dissection and intramural haematoma. Vasa: 1-8. Doi:10.1024/0301-1526/a001279. The authors state that management of both complicated and uncomplicated stanford type b aortic dissections (adb) and intramural hematomas (imhb) remains a matter of debate. The authors conclude current guidelines consistently recommend endovascular repair for complicated cases and increasingly support intervention in uncomplicated dissections with clinical or morphological risk factors. However, there is no consensus regarding the optimal treatment strategy beyond the choice between endovascular and open repair. The aim of this study is to examine and find a favorable aortic remodeling (ar) and prevent chronic dilatation while maintaining an acceptable benefit-risk ratio. This retrospective, single center observational study includes all patients who underwent this spot-stent grafting for acute of aortic dissection stanford type b (adb) or intramural hematoma type b (imhb) between january 1997 and august 2024, they were started to be treated from march 1997 with unknown implant dates. A total of 846 patients were treated, however only a total of 30 patients (21 men; median age 62.9 years, range 29¿79) were analyzed for this study. All patients at this institute were treated by a gore® tag® thoracic endoprosthesis device of one generation; but it is not broken down which of the tag generation was used in these patients. Adverse outcomes, stated under 'aortic reinterventions' (per table iii): 7 of the patients underwent aortic-related reinterventions. The patient #4 is recorded under this case ID with a disease progression. The site implanted a gore® tag® conformable thoracic stent graft with active control system (sn: (B)(6)) on (B)(6) 2018. This patient underwent a reintervention on (B)(6) 2018 to extend with unknown devices and a carotido-subclavian bypass was performed. The extension was at proximal and distal end of the ctag performed. The patient is stated as 'alive'.